Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed accuracy confirmation test. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4).the homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A visual inspection was performed along with all of the electrical testing which the device passed. All pressures were correct and stable. The device failed the accuracy confirmation test during the sample evaluation. The cause for the failure was determined to be a cracked door piston. The door assembly was inspected and it had confirmed a cracked door piston. The device was to be scrapped. Should additional relevant information become available, a follow up medwatch will be submitted.